Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l1-5. It was reported that the tip of the driver broke while trying to remove from the bone screw. The tip was retrieved from the patient. No patient complications were reported.